Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional of the (B)(4) clinical study reported the patient fell and had diminished stimulation. The device was interrogated and the device showed some high impedances. The device was reprogrammed as an intervention and the event was considered resolved without sequelae. Etiology was due to the fall and was noted to not be related to the device or therapy and unlikely related to the implant procedure. The event could not have led to a serious adverse device effect per the healthcare professional. Patient indication for use was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 37081-20, serial#: (B)(4), product type: extension. Product ID: 37081-20, serial#: (B)(4), product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the extension wire was coming out of the battery per x-ray dated (B)(6) 2015. There was a loss of stimulation. The patient had a fall. The extension disconnected as a result of a fall. The outcome was resolved with sequelae. The sequelae was noted as ¿extensions came out of battery and further extensions added.¿ interventions included reprogramming. The device was interrogated and showed high impedances on 4, 9, 10, 14, and 15 which were over 10,000 ohms. The etiology was noted as related to the device or therapy and related to the procedure. The etiology was noted as related to the extensions which were connected to the implantable neurostimulator (ins).